Manufacturer narrative:
Citation: nadeem, f. Md et al. Impact of right ventricular pacing in patients who underwent implantation of permanent pacemaker after transcatheter aortic valve implantation. American journal of cardiology (2018) volume:122 ,issue:10, 1712-1717. Doi 10.1016/j.amjcard.2018.07.046 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of right ventricle pacing after the implant of a permanent pacemaker. All data were collected from a single center between 2011 and 2017. The study population included 672 patients, 372 of which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 81 years. Among all patients, adverse events included: electrocardiogram (ECG) changes with subsequent implant of a permanent pacemaker. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.